Manufacturer narrative:
The insulin pump was received with an error alarm during self test due to faulty electronic component on the circuit board. The insulin pump had scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error which was reoccurring daily. The customer's blood glucose was unknown. Nothing further was reported.